Event description:
It was reported that during an anterior cruciate ligament back up fixation surgery the peek swivelock ar-2324pslc broke inside patient when surgeon was inserting the swivelock after drilling and tapping the socket. Peek swivelock snapped distally but surgeon happy with the fixation. The part that was left in the patient was stable and holding the sutures of the back up fixation. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.